Event description:
The user facility reported that the washer leaked and flooded nearby flooring. No injuries to patients or hospital staff were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found the drying valve piston was cracked allowing water to leak into the dryer duct and onto nearby flooring. The technician replaced the drying valve piston, tested the unit and returned it to service; no further issues have been reported. The washer is not under steris service contract and is maintained and serviced by user facility biomedical personnel. The technician reported that the washer is not maintained in accordance with preventive maintenance requirements. The equipment maintenance manual states (7-45): "drying valve inspection: remove internal piston and inspect for deterioration. Piston should move freely up and down within drying valve body". In addition, the equipment preventive maintenance checklist states (step 2.16): "inspect 3 way drying valve assembly in pump circulation pipe for correct operation. Verify piston freely moves in 3 way valve body. Replace piston if it shows signs of damage or leakage". In-service training has been scheduled for (B)(6) 2012 on proper equipment preventive maintenance.